Event description:
The physician was performing an angio of an av fistula and determined he was going to angioplasty a short focal lesion. An evercross balloon was inserted and was inflated past stated burst pressure (14atm inflated to 16-17atm). The balloon burst within the patients fistula and the physician believed a subsequent piece of the balloon embolized within the patient. A self-expanding stent was then delivered to the site of the lesion and during post dilatation a second balloon burst during inflation. The physician then deployed a covered stent across the problem area and proceeded with the case. He then identified the location of the portion of the evercross balloon that had embolized and used a triple loop device to retrieve the piece. There was no harm caused to the patient and the situation was resolved without further incident.

Manufacturer narrative:
A review of the manufacture record for this device could not be conducted because the lot number was not available.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the customer experience of balloon burst with component embolism is confirmed. The evercross catheter was severed approximately 77cm from the proximal hub: approximate 2cm of the proximal bond balloon material are attached to the catheter. The embolized distal portion of the balloon was still attached to the returned snare, only the distal balloon marker band is on the ensnared inner lumen. Approximate 70mm of inner lumen was returned: exhibits columnar collapse, necking, stretching and only the distal marker band. Approximately 20mm of balloon material remains attached to the inner lumen. Examination of the proximal balloon bond revealed radial and longitudinal tearing of the balloon material; the inner lumen is severed just proximal to the proximal balloon marker band. One component of the evercross device was not return: proximal balloon marker.